Event description:
The ent surgeon indicated that the difficulty breathing and vocal cord weakness are both related to vns surgery and device stimulation. The ent surgeon "offered removal of the system, but explained that the mild left vocal cord weakness would improve with removal". No causal or contributory programming or medication changes preceded the onset of the difficulty breathing and vocal cord weakness. The ent surgeon indicated that the patient does not have a history of these event prior to vns implant. It was reported that the ent surgeon informed the patient that the breathing would not improve with vns removal. Attempts to obtain programming history from the patient's neurologist have been unsuccessful to date.

Event description:
The ent surgeon clarified his previous statement as "offered removal of the system, but explained that the mild left vocal cord weakness would not improve with removal".

Event description:
It was reported that the patient was referred for explant due to shortness of breath with device stimulation. It was reported that the patient is unable to exercise. The surgeon's office indicated that the device was disabled approximately 6 months ago, but that the patient now wants the device completely explanted. Clinic notes dated (B)(6) 2013 noted that the patient reports that the implant "cuts off respirations." The notes indicated that the plan of care was discussed with the patient and that is was discussed that removal of the device will not improve the patient's exercise tolerance at all. The notes indicate that a fiber exam shows a very mild left cord weakness only with good airway caliber. The notes indicated that the patient's symptoms were worse when the device was programmed on. The patient's speaking voice is normal. The patient desires removal despite the physician's warnings that exercise tolerance will not change. Surgery is planned; however, has not occurred to date.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect patient age. Date of event, corrected data: the initial report inadvertently reported the incorrect event date.